Manufacturer narrative:
Weight-race:unk. Patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.5/1.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023. On (B)(6)2023, the lens was removed and replaced for a longer length lens due to low vault with rotation. The problem was resolved. The cause of the event was a patient related factor. Reportedly, "still with low vault, but good vision," and "monitoring vault. Hard to imagine an eye with 12.0 wtw will need 13.7 lens."